Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified one opening curved on the posterior and crease fold. Weight measurement identified the weight of the device was within specification. A microscopic analysis was performed which identified three openings sharp and non-penetrating nick, near of the openings site, this condition was called surgical impact and wear abrasion. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is three sharp openings on the posterior assessed as surgical impact. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and rupture.

Event description:
Patient reported having been diagnosed with a ¿connective tissue disease or disorder.¿ side was unspecified, this record is for the left side. No treatment or surgical reoperation has occurred, device remains implanted. Findings reveal the event was marked in error. There is no event of ¿connective tissue disease or disorder.¿ healthcare professional reported exchange of textured device due to patient concern. Healthcare professional also reported left side capsular contracture baker grade IV and rupture. Device has been explanted.